Manufacturer narrative:
Other: investigation is underway.

Event description:
It has been reported that blood and body fluids are seeping through the pioneer mattresses in the ER dept. The customer stated they are taking the mattresses out of service.